Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported to the patient advocate that she used her insulin infusion device for about one week. She stated she "ended up" in the intensive care unit of the hospital. She reported she was 4 months pregnant at the time of the event. She is currently, delivering insulin by injection and everything is fine. The patient is not interested in going back on the infusion device. Further repeated attempts to follow-up with the patient were unsuccessful. No product was requested to be returned as contact with the pt was unsuccessful.